Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿unable to turn on¿ was confirmed. The isolation transformer and power cable were replaced. The system then passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer for analysis. Analysis found that a continuity test revealed an open in the blue wire. No obvious damage to the cable was observed, however probing further revealed an open at the connector end at the strain relief. Analysis found that the reported event was related to an electrical issue. The transformer was returned to the manufacturer for analysis. Analysis found that the toroid was found to have come loose from the transformer housing. The output was found to be normal for all plugs when connected to alternating current (ac). Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's computer, monitor, nor any other component was able to turn on. It was verified that the system was attached to a known good outlet, and 6 different outlets were attempted. There was no patient present when this issue was observed.